Event description:
New information provided indicated that patient presented in the ER after receiving multiple shocks due to suspected af with rvr. The device was found in hardware vvi reset and near eri. The patient was under hospice care and the device will not be device replaced.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The rhythm was determined to be driven by the atrium and was not broken by the hv therapy. It was also reported that the patient received the shocks every time they got near a dryer. The device will be monitored.

Manufacturer narrative:
No medwatch form was received.